Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that the spring wire guide (swg) was found kinked prior to patient use.

Manufacturer narrative:
Qn#(B)(4). The customer returned one spring wire guide (swg) assembly for evaluation. The guide wire cap was not returned with the assembly, indicating the guide wire had been manipulated by the customer. Visual examination of the guide wire revealed two kinks in the guide wire body. Microscopic examination confirmed both welds were present and spherical. Visual examination of the guide wire assembly revealed no stress marks or kinks. The kinks in the guide wire body were located at 556 mm and 658 mm from the proximal end. The total length of the guide wire measured to be 684 mm which is within specifications of 678-688 mm per swg product drawing. The outer diameter of the guide wire measured to be 0.858 mm which is within specifications of 0.838-0.877 mm per product drawing. The returned guide wire was advanced through a lab inventory ars and a lab inventory 18 ga introducer needle to functionally test. The swg passed through both with minimal resistance. A manual tug test confirmed both welds were fully intact on the guide wire. A device history record review was performed and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use if package has been previously opened or damaged." The customer report of guide wire damage was confirmed by complaint investigation of the returned sample. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. The guide wire was returned within its assembly. The assembly showed no kinks or stress marks. Likewise, the guide wire end cap was not returned, indicating that the assembly was manipulated by the customer. Based on these findings, it cannot be confirmed when this defect was found; therefore, the probable cause could not be determined based on the sample received. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that the spring wire guide (swg) was found kinked prior to patient use.